Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported foreign body in patient is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported mechanical jam of inability to remove the gripper line. The foreign body in patient was due to the inability to remove the lock line; therefore, attributed to procedural condition. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first clip was placed on the lateral side of p2/a2 region without issue. To further reduce mr, a second clip was placed just lateral to the first clip. Establishing gripper line removability was tested and passed. However, upon gripper line removal a hard stop was felt, one end of the gripper line was almost fully removed when resistance was felt. Approximately 1.5m of gripper line was outside of the cds and the gripper line did not release any further. Troubleshooting was performed, but the gripper line did not release any further. The decision was made to cut the gripper line and bury it within the vessel. The clip was implanted, approximately 80-90cm of the gripper line remains in the patient attached to the clip. Mr was reduced to 1-2. The patient was in a stable condition. No additional information was provided.